Event description:
It was reported the defibrillator inappropriately shocked the patient for atrial fibrillation with rapid ventricular response. There was a question regarding why the algorithm did not withhold detection for this arrhythmia. The system remains in use. No further patient complications were reported as a result of this event.

Event description:
Asku.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4): the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. No anomalies found.